Event description:
Pt is currently using the accu-check nano meter which requires the accu-check smart view test strips to accurately monitor the pt¿s blood sugars. Patient needs to check his sugars 4-5 times daily. Reason for use: type 1 diabetes uncontrolled.